Manufacturer narrative:
(B)(4). Additional information was received from the peritoneal dialysis registered nurse on (B)(6) 2012. On an unreported date after this peritonitis event, the homechoice patient was retrained on proper aseptic technique.

Event description:
The following information was received from (B)(6) and is a spontaneous report from a consumer in the USA of a break in aseptic technique and peritonitis in a homechoice patient (hp). During a call with baxter customer services, the following was reported. On an unreported date, the hp made mistake, touch contamination. On (B)(6) 2012, the hp was diagnosed with and hospitalized for peritonitis. Treatment was not reported. On (B)(6) 2012, the hp was discharged from the hospital. It was not reported if the hp was retrained in proper aseptic technique. The hp is recovering from this peritonitis event.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A sample is not required for use error as there is no allegation against the device. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Based on the information obtained during baxter's investigation, this incident was confirmed. However, the root cause for the report of use error-breach in aseptic technique, which resulted in the peritonitis, was undetermined. The label review found the labeling adequate for the use error that was identified in this complaint. A follow up report will be submitted if additional information becomes available.